Event description:
Caller reported a malfunction on the pump, identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue happened again and acknowledged the instructions.